Event description:
The customer reported that companion 2 driver s/n (B)(4) was used for implant surgery of a syncardia temporary total artificial heart (tah-t). When the surgical staff wanted to apply additional vacuum after going off bypass, the companion 2 driver exhibited a "system malfunction" alarm and a "low cardiac output" alarm. The patient was switched to a backup companion 2 driver. The customer reported that there was no adverse impact on the patient. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.